Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This event occurred in japan, see section e. H2, h3: the returned suction was analyzed. When connected to a known good system, it was recognized but would not track, displaying red status only. A check of the em interface showed that coil #2 was non-functional. Codes b01, c13, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a tumorectomy. After opening, the malleable suction was not recognized. The surgery was completed successfully after opening a new product. There was no surgical delay. There was no impact on the patient outcome.